Event description:
An aneurx stenting graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The device was successfully implanted 23 months ago. Vessel morphology at the time of implant was moderate angulation of 30 degrees. The pt's vessels had aortic neck dilatation and a type I endoleak. It was reported 23 months post stent graft implant the stent graft has migrated 1 cm. The pt had been coming in for regular follow-ups and each time there was a slight increase in the aneurysm size seen which attributed to a type ii endoleak. The physician elected to place a talent aortic cuff and the migration and endoleak was resolved. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak). Conclusion: (aortic neck dilatation and a type ii endoleak).